Event description:
Purchased a mobility scooter to mitigate walking debilitation due to osteoarthritis. The product is extremely dangerous to use. It travels up to 15 mph but has little braking. All brake adjustments have been made to no avail. This is a single lever handlebar control with cable to the front single wheel. Moreover, as a three-wheel scooter, the center of gravity is such that there is little weight on the front wheel. Any acceleration causes the front wheel to raise off the ground and both braking and steering control are lost. The scooter is particularly dangerous on any downhill slope. On initial acceleration the front wheel lifts from the ground and the entire scooter slows uncontrollably to the right. This is apparently due to line chain drive on the left rear wheel.